Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "results of the anatomic medullary locking total hip arthroplasty at a minimum of twenty years" written by philip j. Belmont jr., md, cara c. Powers, md, sarah e. Beykirch, bs, robert h. Hopper jr., phd, c. Anderson engh jr., md, and charles a. Engh, md published by the journal of bone and joint surgery (2008) was reviewed. The article's purpose was "to report on the survival of the aml and trispike construct after a minimum of twenty years follow-up and to evaluate the natural history of osteolysis in hips with this construct between fifteen and twenty years postoperatively." Data was compiled from 113 patients and 119 hips that were available for 20 year data. All patients received depuy implants for original tha. Depuy products utilized: nonmodular aml stem, nonmodular aml cup (poly assembled). Adverse events: poly wear and osteolysis (revision with liner exchange), loose cup (treated with revision), recurrent dislocation (treated with revision of cup and or liner exchange), infection (treated with revision and replacement of all components), loose stem (treated with revision).